Event description:
It was learned through implant patient registry that a 21mm 2700tfx aortic valve was explanted after an implant duration of 3 years, 3 months due to endocarditis (enterobacter faecalis). The explanted device was replaced with a 19mm 3300tfx aortic valve. The patient tolerated the procedure well and was brought to the recovery room in satisfactory condition. Per medical records, the patient was transferred to the hospital after been diagnosed with enterobacter faecalis endocarditis. The patient underwent redo avr utilizing 19mm 3300tfx aortic valve, reconstruction of aortic root, partial replacement of ascending aorta with dacron graft, and thrombectomy of anterior leaflet of the native mitral valve secondary to contiguous septic thrombus along with debridement of the aortic annulus. The patient tolerated the procedure well, was brought to the recovery room in satisfactory condition. The patient was discharged from the hospital on pod# 15.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 2700tfx aortic valve was explanted after an implant duration of 3 years, 3 months due to unknown reason. The explanted device was replaced with a 19mm 3300tfx aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.